Event description:
The pump seems to have a loose connection in the pca outlet. When the pca cord is attached it does not connect and the patient is unable to use the button. Loose connection? It seems to be the cadd and not the cord as the cord was tested and seems to be ok.